Event description:
The reporter stated that the dr inserted a aa4203tl toric silicone lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury.